Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that upon charging the pump, it took a moment before charging started. A malfunction alarm was received. The customer's blood glucose (bg) level was 550 mg/dl and insulin injections were administered to address the bg level. The customer thought that the usb cable may have been the cause to the momentary delay in charging. The customer was to use insulin injections to manage diabetes.